Event description:
It was reported during an unk procedure that the hand switch error displayed and could not activate. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Date sent: 7/2/2008. Eval summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. However, with foot switch assembly it worked as intended. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.